Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The manufacturer¿s international service technician could not duplicate the reported event but an occurrence of error was found in the device history log. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The part was returned to the manufacturer for investigation: it was determined this is a failure of ls1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an occurrence of and error code that stated a backup alarm failed. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.